Manufacturer narrative:
A united states (us) customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding erroneously elevated carbon dioxide, concentrated (co2_c) results obtained on three patient samples on an atellica ch 930 analyzer. Calibration and quality control (qc) recovered acceptably before the event. After the event the customer recalibrated but calibration and qc failed, then, the customer repeated the calibration and qc which recovered acceptably. A siemens customer service engineer (cse) was dispatched to the customer's site. During the visit the cse inspected the analyzer, ran service methods, replaced sample mixer, ran auto check which, passed, ran service methods which was acceptable. The customer calibrated with new lot of co2_c, ran qc which recovered acceptably. Siemens is evaluating the event.

Event description:
The customer reported that they obtained erroneously elevated carbon dioxide, concentrated (co2_c) results on three patient samples on an atellica ch 930 analyzer. Only for the sample identifiers (B)(6) and (B)(6) the initial results were reported to the physician(s). For sample identifier (B)(6) the initial result was not reported to the physician(s). The samples were repeated on the same analyzer and repeat results were consistent with the patient¿s clinical history. The repeat results were reported to the physician(s) as correct results. There are no known reports of patient intervention or adverse health consequences due to the erroneously elevated co2_c results.